Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer inserted infusion set improperly causing high blood glucose of 600 mg/dl as customer went the whole day without insulin. Customer treated high blood glucose with 10 units of manual injection. It was reported that the following day, customer experienced a blank screen display. Customer's blood glucose was 500 mg/dl. Troubleshooting could not be performed as customer was not available with insulin pump. Customer would call back for troubleshooting.